Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: surgery to remove separated portion of guide wire. Device issue: guide wire separation. It was reported that the guide wire separated during use. Reportedly, the guide wire tip was prolapsed during stent deployment and the tip became entrapped under the stent struts. When the physician pulled to remove the guide wire, it separated. The patient was taken to surgery to remove the separated portion of the guide wire. No additional event or patient information is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. There was approximately 7 mm of the tip of the guide wire not returned, which included the tipball, coils, and shaping ribbon. There was 2.2 cm of coil and 2.9 cm of the shaping ribbon extending from the center solder. The tip coils distal to the center solder were stretched. The core was intact to the shaping ribbon. There was a kink in the core 21 cm distal to the proximal end of the core. There was no other damage noted to the guide wire. This guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Result of the sem analysis indicate that the device ribbon and tip coil were subjected to excessive tensile overload beyond the design limit of the guide wire causing the tip to detach. For the guide wire to separate due to ductile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull force applied. In this case, additional information received on 8/9/06 indicated that the guide wire tip was prolapsed during a stent deployment, and the tip became entraped under the stent struts. The physician pulled to remove the guide wire, and the guide wire separated. It appears that the forces applied in the attempt to remove the guide wire exceeded the strength of the core of the guide wire, which fractured. Based on the case descripiton, the separation appears to be related to the circumstances during the procedure. The instructions for use indicates that "if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed". In this case, under the specific case circumstances, it appears that the physician determined the best remedial action was to pull the guide wire. The lot history record was not reviewed because the part and lot number were unk. This MDR is considered closed by the product performance group.